Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was damaged as it was being loaded into the patient's eye. Reportedly, the lens was removed and replaced. No further information was provided.

Manufacturer narrative:
Device available for evaluation ? Yes, returned to manufacturer on 1/19/2017. Device returned to manufacturer ? Yes. Device evaluation: the complaint unit was received in a re-sealable plastic bag. The lens case insert assembly was received as well. Visual inspection at 10x microscope magnification was performed. Residues of what appears to be ophthalmic viscoelastics (ovds) were observed on the lens surface. The lens has a chipped edge. One of the haptics is missing a portion (detached). The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigational request for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.